Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a reciproc blue, 4x, sterile broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.

Manufacturer narrative:
Investigation results no product and no lot will be returned for investigation - therefore no investigation possible. According to the customers further information;: product was used 6 times conclusion of misuse ¿ product-independent: it means that the use of medical devices has nothing to do with the occurrence of adverse event, and there are clear reasons for the occurrence of events, such as: user operation reasons, patients' own reasons, etc. In dfu of reciproc blue instruments is described that: 6. Precautions ¿ reciproc blue instruments are sterile, single use instruments, designed for the preparation and the retreatment of no more than one molar and cannot be reused. The instrument cannot be re-sterilized. ¿ examine the instrument during treatment for signs of wear such as untwisting, bending or damaged cutting edges. In these cases, instruments should be discarded all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.